Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a frozen display from the insulin pump. The customer's blood glucose reading was unknown. The customer received a frozen screen after installing a new battery for previous frozen display issues. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that his blood glucose were high because he was in process of changing the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.